Event description:
A customer reported the equipment presented low potency during a photocoagulation procedure. Following a delay less than 15 minutes, the procedure was completed with the same equipment and accessory, using "high potency." There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).